Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, resistance was felt during device removal and the device could not be removed. The vessel was then opened surgically for device removal, and it was then observed that the footplate did not close. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved through surgical cut down. There was no adverse patient sequela. A clinically significant delay in the procedure was reported as a result of the cut down. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported foot separation was confirmed. The reported difficult to close could not be confirmed due to device condition. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to a needle deflection occurred during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The deflected needle likely struck the foot plate resulting in the foot separation. Compromise foot functionality, likely led to the difficulty to close and subsequent device entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information was obtained: a needle deflection occurred resulting in a cuff miss/foot separation. A foot break was noted on device removal and both portions of the foot remain intact with the device. No additional information was provided.